Event description:
The customer reported the unit went to vent inop with error code message of machine and proximal pressure sensors failed. The customer stated that it's an intermittent issue with the data acquisition (da) to (mc) cable. The customer reported that there was no patient involvement.